Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report possible dash marks on receiver display on (B)(6) 2015. Patients mother stated that she is uncertain if the receiver displayed any symbols. At the time of contact with dexcom technical support, the patients mother stated the receiver was displaying cgm values. The patient's mother did not report any injury or medical intervention.